Event description:
Customer reported an issue with beneview monitor, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the gas bench. Unit was calibrated and tested to factory's specifications.